Manufacturer narrative:
Investigation summary: this complaint is confirmed. This complaint is for contamination of phoenix ast broth (246003) batch number 1207326. Photos were provided for investigation. The photos showed tubes with contamination. The customer also returned samples which were confirmed to be cloudy. This complaint is confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed no additional complaints on this batch. Complaint trending was performed and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns. Per baltrmphxidastaph rev 09 version g, ID 15.0, a defective product obvious to user has a severity assessment of s1. Per baltms0184 ver j, a complaint with a severity ranking of s1 or s2 may require investigational testing, including retain sample analysis. However, the customer returned photos which were used for the investigation; therefore, a review of retention samples is not required.

Event description:
It was reported that 4 bd phoenix¿ ast broth tubes were contaminated. There was no report of patient impact. The following information was provided by the initial reporter: customer problem: customer reporting possible contamination in ast broths 246003 lot 1207326. Steps taken with customer/troubleshooting: while troubleshooting what was thought to be an ap issue (B)(4), tech opened an ast and noticed the smell was pungent and very cloudy once mixed prior to being run through the ap. Previous ap run resulted in random coloration of tube after addition of indicator, which was the first sign of a problem.

Manufacturer narrative:
The following fields have been updated: b5. It was reported that 4 bd phoenix¿ ast broth tubes were contaminated. There was no report of patient impact. The following information was provided by the initial reporter: customer problem: customer reporting possible contamination in ast broths 246003 lot 1207326. Steps taken with customer/troubleshooting: while troubleshooting what was thought to be an ap issue (case (B)(4)), tech opened an ast and noticed the smell was pungent and very cloudy once mixed prior to being run through the ap. Previous ap run resulted in random coloration of tube after addition of indicator, which was the first sign of a problem. So the broths did grow on the plates, this will have to be reopened as it is biological contamination. G4. Date received by manufacturer: in the original MFR report #1119779-2022-00470, "date received by manufacturer" was indicated as 4-nov-2021. However, biological contamination of media was not confirmed until 30-mar-2022. H6. Investigation summary: this complaint is for contamination of phoenix ast broth (246003) batch number 1207326. Photos were provided for investigation. The photos showed tubes with contamination. The customer also returned samples which were confirmed to be cloudy. The three tubes were each plates on a tsa plate to determine if the contamination was biological in nature. All three plates were observed for growth. This complaint is confirmed as biological contamination. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed no additional complaints on this batch. Complaint trending was performed and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Event description:
It was reported that 4 bd phoenix¿ ast broth tubes were contaminated. There was no report of patient impact. The following information was provided by the initial reporter: customer problem: customer reporting possible contamination in ast broths 246003 lot 1207326. Steps taken with customer/troubleshooting: while troubleshooting what was thought to be an ap issue (case (B)(4)), tech opened an ast and noticed the smell was pungent and very cloudy once mixed prior to being run through the ap. Previous ap run resulted in random coloration of tube after addition of indicator, which was the first sign of a problem. So the broths did grow on the plates, this will have to be reopened as it is biological contamination.